Event description:
A customer's mother reported via phone call that the customer had issues with the keypad on their insulin pump. The patient's blood glucose level was as 6.3 mmol/l. The caller states that the issue has been occurring for a week. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.